Event description:
Caller reports that, the patient tested 141mg/dl on the device while a lab drawn at the same time read 6mg/dl. No treatment methods provided by caller. Quality controls were reportedly used and fell within acceptable limits. Requested return of suspect device and replacement was sent.